Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with symptoms of shortness of breath, fatigue and episodes of dizziness. Cardiac testing was performed and intermittent right ventricular (rv) lead capture was observed. The lead exhibited unstable thresholds and exit block was suspected. It was further reported there was premature battery depletion of the implantable pulse generator (ipg). The lead and ipg were explanted and replaced. No further patient complications have been reported as a result of this event.